Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that the pt received a call during call with patient services (ps) from lake cumberland where the implanted neurostimulator (ins) was implanted. Pt said that they were scheduling an appt with a nurse for next week as there could be a wire trying to poke through on the stimulator. Pt said that it was just a little place but if they pushed on it, they felt like something sharp was coming through close to where the ins battery was located. Pt said that they were still able to recharge the ins. When asked for the event date, pt said that it was probably about three or four months ago.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2018 explanted: product type lead product ID 977a160 lot# serial# (B)(4) implanted: (B)(6) 2018 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-may-2022, UDI#: (B)(4) ; product ID: 977a160, serial/lot #: (B)(4), ubd: 22-may-2021, UDI#: (B)(4) b3: date is unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.